Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned balloon catheter. The reported difficulty to advance and difficulty to remove were unable to be confirmed and a proxy guide wire was able to advance and retract without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance/position and difficulty to remove the guide wire through the balloon catheter appear to be related to operational circumstances of the procedure. In this case, it is likely that the calcified anatomical conditions were the cause if the reported failure to advance the guide wire which resulted in the reported difficulty to advance and retract the guide wire through the distal end of the balloon catheter. The noted balloon damages and placement of the proximal balloon marker were likely due to manipulation during retraction against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional unk ht command 14 device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was treat an anterior tibial artery (ata). A 1.5x120mm armada percutaneous transluminal angioplasty catheter was advanced over the 14 command guide wire to cross a lesion; however, the guide wire retracted due to the calcification and back into the balloon catheter. The guide wire would not advance through the distal portion of the balloon catheter and became stuck with the balloon catheter. The guide wire and catheter were removed together. Another unspecified balloon and command guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.